Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine during dwell two of three. It was reported that a solution bag fell and disconnected. The technical service representative (tsr) assisted the hp in clearing the alarm and ending therapy. The hp was to start over using new supplies. No adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.